Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiologist reported that, while in the hospital post-implant of the lvad, the patient suffered an ischemic stroke and was found to have left mid cerebral artery (lmca) issue. The patient was on persantine. Additional information provided by the cardiologist indicated that the atrial fibrillation (a-fib) was the main cause for the stroke, in combination with the device; however, it was suspected that the main source of the emboli was the atrium and not the pump. The patient remains with some mild diplopia (double vision) and was transferred to a rehabilitation center for further observation.